Event description:
It was reported that a patient notifier was delivered sometime around (B)(6) 2010 due to a low atrial lead impedance. The patient had documented a fall before (B)(6) 2010, after which programming was changed to vvi. It was suspected that the lead could have been damaged due to the fall. In clinic, lead impedances were stable, but noise was reproducible. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.